Event description:
It was reported that stent damage occurred. The 95% stenosed, 14mmx3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation was performed, a 3.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.